Event description:
It was reported that the patient experienced six infusion sets tubing leakage event at the site on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 6 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).